Manufacturer narrative:
Information previously reported in MDR 3004209178-2017-06538 now applies to this event. All further information received will be reported in this MDR. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
[Information from MDR 3004209178-2017-06538]: it was reported that the patient leaned against a counter and felt a slight shock at the battery site. The patient described it as ¿like a 9 volt battery shock.¿ it was also reported that the battery took longer to charge after the incident. An impedance check was performed after the incident and the results were good. Additional information was received from the manufacturing representative (rep) on 2017-04-03 requesting information on whether "shocking at the pocket could be diagnosed as far as the ins was concerned". It was recommended that the rep run exhaustive electrode impedance tests at 3v if possible. It was reported that the rep ran impedances and all were within range, but reported that the issue was intermittent when the patient would bend. It was reported that the patient was feeling burning at the ins site, intermittent shocking when they would bend, shocking where the lead was going into the spine, and tingling "like a 9v battery" in the patient's back. Additional information was received from a consumer via a manufacturer¿s representative (rep) on 2017-04-19 regarding the patient. The rep reported that the patient was having a full system replacement which she thought was because the patient was moving out of the country and he wanted the MRI system. The rep reported that once they were there, it was reported that the patient¿s system wasn¿t working correctly and was getting little zaps. The rep reported that they took impedance measurements of just the lead and saw values in normal range of 800-900 ohms. The rep reported that testing of lead in the operating room showed impedances in normal range. No further complications anticipated. Additional information was received from the manufacturer representative on 2017-05-04 confirming that the patient had their battery replacement was performed. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reiterating that the patient reported having fallen on their ins and that their device turned off from the fall. The patient had to turn the ins back on with their patient programmer. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2017-05-04 reported that information from the health care professional (hcp) was obtained. The patient weight at the time of the event was asked but unknown. The implantable neurostimulator (ins) was discarded and therefore would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell around (B)(6) on 2016 and hurt their back. It was noted that the patient uses stimulation 24 hours a day in order to walk. The patient also fell face first and then twice on their back during the week prior to the report. After the patient fell on their back, the ins turned itself off involuntarily. The patient noticed that the device was off the next day and turned it back on. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.